Event description:
Pt went to the operating room and underwenrt an aorto bilateral femoral bypass. Due to extreme calcification of the aorta, an occlusion balloon was used. The aorta was noted to have the texture of very rough cement. During the procedure, the occlusive balloon broke and the pt experienced a sudden loss of 2000 cc of blood and drop in blood pressure. Replacement of a pacemaker were attempted to bring the pt's heart rate and blood pressure up. None were successful and the pt died in the operating room.